Event description:
It was reported that: "from the moment he woke up from the surgery he noticed that his non surgical right hip was numb from the hip to the knee. Approximately (B)(6) 2012, the pt began feeling pain in the left side and noticed he is now limping. Normal every day activities bother his left hip. The pt stated that he followed all of his post surgical protocol as prescribed by his surgeon. This pt has already requested his medical records and implant info from the hospital."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.